Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. In a separate visit the lens was exchanged for a longer length lens.the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4). Manufacturer narrative comment; device revision or replacement (lens replaced or exchanged) is identified in the labeling as a known potential adverse event following icl implantation.